Event description:
It was reported that the pump does not recognize the cassette. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. It was determined that the defective latch and latch sensor was the root cause. The latch and latch sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.